Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm and the device malfunctioned. The patient was transferred to another unit without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the returned components, printed circuit board assembly (pcba) exhalation sensor, pca gas supply sensor, and pca pneumatic interface. All components were tested, and all were found to be functioning as intended. The customer reported malfunction was not verified.